Manufacturer narrative:
( Reopening of incision ). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the loop unraveled, there was a risk of infection due to reopening the incision which extended the surgical time. They used another device to complete the case.